Event description:
It was reported a cerebrospinal fluid (csf) leak occurred while the physician was placing a lead. Physician performed a blood patch intra operatively and no patient symptoms were reported after patient woke up from anesthesia. Implant procedure was abandoned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.